Event description:
The customer received a questionable magnesium gen.2 result for one patient sample. The initial result was 4.5 mg/dl. The tech questioned the result based on a delta check and repeated the sample on another cobas (B)(4) with a result of 1.8 mg/dl. The sample was then repeated on the original cobas (B)(4) and the result was 1.9 mg/dl. The original result was reported outside the laboratory. A corrected result was issued based on the repeat result. The customer stated they received no information that would suggest that the patient was adversely affected. The reagent lot number was 61589101 with an expiration date of 03/31/2017. The field service representative could not find a cause. He cleaned and adjusted the vacuum nozzle, checked all rinse tubing, replaced the syringe valve bank, and checked the internal and external rinse. He ran precision checks and the customer ran tests and qc with results within acceptable limits.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation could rule out an instrument or reagent problem as calibration and qc were acceptable, the instrument was found to be ok, and the customer stated that there were no problems with other assays.